Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No constant tone was noted during testing. No frozen screen or unlocked keypad connector was noted. All of the buttons functioned properly and no damage was noted on the keypad assembly. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump began to make a loud screeching noise that would not stop. She did not know the blood glucose reading. She stated that there was no alarm that occurred prior to the tone and that the tone did not disappear after changing the battery. Customer was treating with manual injection. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.